Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported the plunger of her insulin cartridge remained attached to the piston rod of her infusion device. She stated she was able to detach the plunger. The patient said that a "couple of drops" of insulin spilled into the cartridge chamber which she dried out. The patient was educated on the proper procedure to remove the insulin cartridge. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.